Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an undetermined length of time. Transmitter was replaced to resolve the issue. The customer's blood glucose (bg) level was 39 mg/dl. Bg was addressed by consuming food. No additional patient or event information was available.